Manufacturer narrative:
The insulin pump had unresponsive buttons due to unlocked lcd keypad connector. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of many scratches on the display window. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.